Event description:
A malfunction on the pump was reported, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the issue by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support arranged for a replacement pump to be sent, provided storage mode instructions for the old pump, and ensured the customer was informed on how to operate the new pump, including the availability of training. The customer was advised to return the malfunctioning pump using a pre-paid label within 10 days.